Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the error could be resolved by power cycling and changing settings to classic mode and the erbe iesu remained usable during the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the issue was confirmed in system log review which indicated error c-34 on the event date. During testing, the unit displayed error code c-34 at startup. The erbe log review indicated error c-00. A visual inspection indicated the unit is in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-34 occurred on integrated electrosurgical unit (iesu) or erbe. The tse advised the customer to power cycle the erbe and change monopolar energy settings to classic mode. The customer continued with the case and planned to attempt the recommended changes when able. The procedure was completed as planned with no reported injury.